Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the stylet of a 2.50x28mm xience xpedition stent delivery system was removed, the stent dislodged onto the stylet. No resistance was noted during removal of the protective sheath or the stylet. The device was not used, and there was no patient involvement. There was no clinically significant delay, and the procedure was successfully completed using a new same-sized xience xpedition. No additional information was provided.